Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose reading at time of call was 245 mg/dl. The customer stated that the health care professional believes the insulin pump was not functioning correctly. The caller also stated that the doctor recommended the device be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.